Event description:
Patient reported their tubing was leaking. Patient stated the problem was their fault as they wanted to take a shower. Patient's spouse put the pumps in a bag then tapped the bag closed. When they were done with the shower, patient's spouse was having a hard time removing the tape. They used scissors to remove the tape, and ended up cutting the tubing. The patient reached out to the anesthesia department and was advised to discontinue the using the pumps, all doses were lost. Medication being infused is unknown. No patient injury reported.

Manufacturer narrative:
Return of the device has been requested. As of the date of this report, device has not been returned.